Event description:
During a meniscus repair procedure using a ultra fast-fix assembly ¿ straight, it was reported that the second implant (t2) deployed with the first implant (t1). The surgeon cut the suture and removed the second implant. It is unknown if the first implant was fixated or left in the patient unsupported. The surgeon attempted to deploy three other fast-fix devices but each failed deployment of the first implant (t1). The case was successfully completed with another fast-fix device. The patient¿s condition was reported as fine. There were no reports of injuries or complications.

Manufacturer narrative:
Device evaluation: one curved ultra fast-fix device and four straight ultra fast-fix devices were returned for evaluation. Visual assessment of the curved device showed the depth limiter has been trimmed to the surgeon¿s desired length. T1 is free from the needle and the suture has been pulled out of the fixed straw. T1 was reassembled onto the insertion needle and tested for deployment using a rubber meniscus model, each t1 deployed and advanced as intended. Visual assessment of the four straight devices showed the depth limiter has been removed from three. On the fourth device, the depth limiter has been trimmed to the surgeon¿s desired length. T1 is free from the needle on this device and the suture has been pulled out of the fixed straw. T1 was reassembled onto the insertion needle and tested for deployment, each t deployed and advanced as intended. Two of the three remaining devices have no ts or sutures attached and were not returned for examination. The trigger has been advanced on each of these devices consistent with complete deployment. The fourth device the ts and suture remain attached to the needle. The suture has been pulled of the depth straw. This device was tested using a rubber meniscus model and each t deployed and advanced as intended. Reported deployment and trigger advancement could not be confirmed. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).